Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was emitting continuous tones and could not be interrogated following MRI exposure. Technical services recommended immediate device replacement and vigorous lead assessment.